Event description:
Checking vision using occluder glasses that blurs one eye so I can check monocular vision on a child. The arm of the glasses broke off causing the remaining part of the glasses to hit the child's eye. The child at first was ok, but then started rubbing his eye. The provider examined the child and found a corneal abrasion on the patients right eye. Child was treated with proparacaine drops and sent home with ophthalmic ointment. Patient returned to clinic the following day and the corneal abrasion was 95% healed as expected. The patient will continue to fully heal.